Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the connection of an unknown catheter extension set and a non-baxter catheter during infusion of an unknown IV fluid. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This medical device report is report 1 of 2.